Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 97791, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-aug-20. The rep indicated that the implantable neurostimulator (ins) was returned. The ins, two leads, and two accessories were received for analysis on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
Product event summary pending rpa. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The stimulator never helped their pain. The patient had it reprogrammed multiple times. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient claims that a different rep attempted reprogramming the stimulator multiple times. The patient had their ins and two leads explanted. The day of the surgery was the first day that the rep met the patient. The rep had the components and would return for analysis. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was functionally okay with insignificant anomalies. The ins passed functional testing. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs in reference to #0 electrode. Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. If information is provided in the future, a supplemental report will be issued.